Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant of this lead the helix could not be extended. It was also reported that there were high impedances. The lead was not implanted another lead was implanted instead. No patient complications have been reported as a result of this event.